Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, acid reflux (oesophageal), back pain, joint pain, carpal tunnel syndrome and insomnia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: normal post essure procedure . Hysterosalpingogram. No evidence of flow out of the cornu of the uterus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and suicide attempt ('commit suicide') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, acid reflux (oesophageal), back pain, joint pain, carpal tunnel syndrome and insomnia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), back pain ("back pain"), arthralgia ("joint pain in my leg, arms and hip"), muscle tightness ("muscle tension and knots"), menstrual disorder ("abnormal cycles"), feeling abnormal ("memory fog"), headache ("headache"), fatigue ("fatigue"), insomnia ("cannot sleep"), rash ("skin rash"), fibromyalgia ("fibromyalgia") and suicide attempt (seriousness criterion medically significant) and was found to have blood pressure increased ("blood pressure going up") and weight increased ("weight gain and unable to loose it"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, dyspareunia, blood pressure increased, back pain, arthralgia, muscle tightness, menstrual disorder, feeling abnormal, headache, fatigue, insomnia, rash, weight increased, fibromyalgia and suicide attempt outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, blood pressure increased, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, insomnia, menstrual disorder, muscle tightness, pelvic pain, rash, suicide attempt and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: normal post essure procedure hysterosalpingogram. No evidence of flow out of the cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added newts- blood pressure increased, back pain, painful joints, painful joints, menstrual cycle abnormal, foggy feeling in head, headache, fatigue, sleeplessness, skin rash, weight gain, fibromyalgia, commit suicide. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, acid reflux (oesophageal), back pain, joint pain, carpal tunnel syndrome and insomnia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: normal post essure procedure hysterosalpingogram. No evidence of flow out of the cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.